Manufacturer narrative:
E1: no. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image after being connected to the 3d laparoscope. This issue occurred during cleaning and disinfection for a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient involvement.

Event description:
Additional information was provided by the customer. The issue was identified during preparation for use and the intended procedure was laparoscopic. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the customer. Updated fields: a2, a3, a4, a5, a6, b5, b6, b7, d8, d9, h2, h3, h4, h6, h11, concomitant device otv-sc-video system (serial number: (B)(6) ) a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction of the video component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.